Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient mentioned about 4-5 months after implant the incision came open and there was a hole in the incision for a good while. The patient stated she did not recharge during that time. The patient stated that she had to have a revision of the ins sometime in april and it had to be implanted deeper into the body. The patient stated this issue had been resolved. No further complications were reported. No additional patient symptoms were reported. .